Event description:
It was reported that following the implant procedure of this subcutaneous implantable defibrillator (s-ICD) system, the physician performed standard defibrillation threshold testing (dft). During the session, it was noted that a single inappropriate, unprompted shock was delivered. The physician suspected this was the result of over-sensed noise from the already implanted non-boston scientific implantable cardiac resynchronization therapy pacemaker (crt-p) system. The next dft attempt was successful with appropriate detection and termination of the induced arrhythmia. Although the physician was cognizant of potential complications with a different manufacturer's crt-p and our s-ICD system, the implant procedure was completed. The physician stated that the patient benefitted from the crt-p and needed additional shock therapy since transvenous leads were not possible due to patient anatomy. Both the crt-p and s-ICD systems were reprogrammed to resolve the event and no additional adverse patient effects were reported. Both systems remain implanted and in-service.